Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer treated with bolus from the pump. Troubleshooting was performed. The customer stated that the pump alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer stated that the cannula was bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.